Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt / check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant adjust belt / check belt alarms) has been confirmed. Upon eval, the trunk cable was pulled from the distribution node, damaging the internal wires. The cause of the constant alarms is the damaged wires. The cause of the damaged wires is the detached trunk cable. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.